Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor notified zoll that a (B)(6) patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was at home and sleeping prior to passing. The patient's wife was at home with the patient. The night prior to the patient passing, the patient's wife called the distributor to report that the patient was receiving alarms from the lifevest while sleeping. The patient's wife reported that the patient felt great and wanted to know how to stop the alarms. It was reported that the patient was pressing the response buttons to stop the alarms. The morning of (B)(6) 2017 the patient's wife reported that she found the patient lifeless and the device was alarming. The patient's wife called for an ambulance and an emergency team arrived approximately 15 minutes after the call and began CPR efforts. The patient was taken to a clinical center where he was pronounced dead due to cardiac arrest. Per review of the patient's downloaded flag files and ECG recordings, the lifevest detected multiple arrhythmias prior to the patient passing. From 00:57:10 on (B)(6) 2017 until 07:27:54 on (B)(6) 2017, the lifevest detected 14 arrhythmias. The ECG recordings show the patient was in ventricular tachycardia from 140 to 160 bpm during these detections. The response buttons were pressed during all arrhythmia detections, which prevented a treatment from being delivered. Per the call report, the patient was pressing the response buttons and attempting to stop the alarms associated with the arrhythmia detections. At 07:32:25 on (B)(6) 2017, an arrhythmia was detected by the lifevest. The continuous ECG recording shows the patient was in coarse ventricular fibrillation with variable amplitude self-converting to bradycardia at 50 bpm. A non-treatable rhythm was declared by the lifevest at 07:32:37 and the detection stopped. The ventricular fibrillation was not sustained long enough for the lifevest to treat the arrhythmia. At 07:35:53, an arrhythmia was again detected by the lifevest. The continuous ECG recording shows the patient was in severe bradycardia at 10 bpm. A non-treatable rhythm was declared by the lifevest at 07:36:04 and the detection again stopped. At 07:37:58 an arrhythmia was detected by the lifevest. The continuous ECG recoding shows the patient was in coarse ventricular fibrillation with variable amplitude. A non-treatable rhythm was declared at 07:38:00 and the detection stopped. At 07:39:39 and 07:40:07, the lifevest again detected two arrhythmias. The ECG recording shows the patient was in asystole with CPR artifact. At 07:41:40 on (B)(6) 2017, the lifevest delivered a treatment shock. The rhythm mat the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole. At 07:41:55, asystole was declared by the lifevest. The ECG recording shows asystole. The electrode belt was disconnected at 07:48:37. Asystole is considered a non-treatable rhythm.